Event description:
A malfunction alarm was reported on the pump, identified as malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue recurs.